Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 328 mg/dl. Reportedly, the cause of the impacted bg's were unknown. It was reported that the customer's body needs to "catch up" and get used to the new set that is placed, but the customer isn't sure. The customer delivered a corrective bolus to stabilize bg level.